Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 300 mg/dl. After changing the cartridge and infusion set, the customer gave a correction bolus with the pump. The bg level was lowered. As the supplies have been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer was using apidra insulin. The customer indicated that the health care provider would bee contacted regarding the apidra insulin and type of infusion set being used.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.